Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was unable to be confirmed. The air detector seemed loose but after reseating the air detector, the air detector was fully functional and passed all tests. Additionally, the downstream occlusion (dso) and upstream occlusion (uso) seals were found to be torn and needed to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged air sensor and loose downstream occlusion seal. Software upgrade required. There was unknown patient involvement.